Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement, vessel spasm and death occurred. The pt presented with chest pain. The physician attempted to treat the rca initially, but the procedure was unsuccessful due to the inability to pass a guide-wire through the sub total occlusion. The guide catheter was then introduced into the ostium of the left main artery. A 190cm non bsc guide-wire was passed into the ramus intermediate branch. A taxus express2 2.75x8mm drug eluting stent was then advanced into the ramus intermediate branch, however, attempts to position the stent in the proper position were limited because of cardiac motion. The stent delivery system (sds) was removed undeployed. A 185cm iq guide-wire was introduced through the guiding catheter into the left circumflex (cx). The 2.75x8mm taxus express2 stent was eventually deployed at 15 atms in the ramus intermediate branch with excellent angiographic results using the "szabo guidewire anchor technique." The non-bsc guide-wire was then withdrawn from the ramus intermediate branch and passed into the cx. A maverick 2.75x12mm balloon was then introduced through the stent strut (of a previously placed stent) into the mid left cx and inflated 10 atm for 30 secs. The physician then attempted to place a taxus express2 2.5x8mm drug eluting stent, but was unable to pass through the stent strut (of a previously placed stent) and into the mid cx. Upon withdrawal of the sds, the stent dislodged from the balloon in the proximal left cx. The sds was withdrawn from the non-bsc guidewire. The iq guidewire was then withdrawn from the om2 branch and introduced into the undeployed taxus stent. A non-bsc interventional mini and snare system was introduced through the guide catheter into the left main coronary artery. Multiple attempts were made to snare the dislodged stent. The pt began to experience bilateral arm pain and morphine was administered. Further attempts to snare the stent were made, but the pt's blood pressure began to fall. Dopamine was then administered. Angiography performed during the later stages of stent snare retrieval revealed coronary vasospasm. The pt then experienced seizure activity, hypotension and bradycardia. Resuscitation efforts were started and the pt was intubated. A temporary transvenous pacemaker was placed and required until the pt's heart rate increased and responded to epinephrine. The pt's blood pressure, however, did not respond appropriately. A pericardiocentesis was performed and did not demonstrate any significant pericardial effusion. After 18 mins of intense efforts to resuscitate the pt, he was pronounced dead. The relationship of the device to this event is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.